Event description:
Note: the date of event is unk. On early 2008, it was reported to boston scientific that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy replacement procedure. According to the complainant, "the balloon ruptured" and, reportedly, the physician removed the device and completed the procedure with a different device (product and MFR are unk.) No pt complication or adverse event was reported as a result of the event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device MFR date is unk. The suspect device has not been returned; therefore, a device eval has not been performed. The cause of the reported malfunction is undetermined. The april 2008 15-month low profile balloon enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.